Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and ams monarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lsh and bso; due to symptomatic pelvic prolapse, pelvic floor relaxation, dysmennorrhea and hypermenorrhea.

Manufacturer narrative:
It was reported that patient underwent trasanal excision of rectovaginal septal mesh on (B)(6) 2006 due to mesh eroding into rectum¿

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh repair vaginal septum/mesh erosion and removal on (B)(6) 2006.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent transanal excision of rectovaginal septal mesh on (B)(6) 2006 due to mesh eroding into rectum. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic supracervical hysterectomy with bso.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.